Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 237 mg/dl at the time of the incident. The customer reported trying to change the reservoir after a low reservoir alert. The customer reported the insulin was "squirting out" during the manual prime process. The drive support disk is protruded. The customer did troubleshoot the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Analysis was unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to button keypad anomaly. The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.